Event description:
It was reported that a spectrum infusion pump alarmed "system error 105". It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "'system error 105' alarms", determined to be caused by a failed input/output printed circuit board, with a dislodged component. Additionally, the evaluation found severed motor mount screws (6 of 6), which is known to contribute to "system error 105" alarms. The input/output printed circuit board, motor mount screws, and motor assembly were replaced.